Manufacturer narrative:
Product event summary: it was reported that the controller ac (cac) adapter was unable to provide power. The controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the unit passed visual inspection and functional testing. The controller ac adapter was able to provide power as expected. Based on the available information, a possible root cause of the reported event can be attributed to an intermittent connection between the controller and controller ac adapter. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller ac (cac) adapter was connected to the controller but there was no power. The cac adapter was exchanged. No patient complications have been reported as a result of this event.